Manufacturer narrative:
Eval codes: results: visual inspection of the returned prod found one haptic torn off and bent. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the eval of the returned prod, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
It was reported that the surgeon attempted to insert an aq2010v silicone three-piece lens and one haptic tore off in the injector. There was no pt contact or injury.